Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a permanent implant on (B)(6) 2025, patient experienced severe burning to both eyes due to corneal abrasions while facing down for perm procedure. As such, the patient¿s eyes were flushed with saline and warm towels applied. Medication did not resolve the issue. As such, the patient was transported to ER. Reportedly, the issue has been resolved with drops.